Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for unknown synthes screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: tomoaki imai et. Al (2019), surgical approaches for condylar fractures related to facial nerve injury: deep versus superficial dissection, international journal of oral & maxillofacial surgery, pages 1-8 (japan)doi.org/10.1016/j.ijom.2019.02.003. The aim of this article is to investigate the probability of facial nerve injury (fni) in the treatment of condylar neck and subcondylar fractures (cn/scfs) with percutaneous approaches and to identify factors predicting fni. Between january 2010 to august 2018, a total of 80 patients with 87 fractures were 73 patients underwent unilateral and 7 patients underwent bilateral surgery (50 male and 30 female) with a mean age of 46.3 years were included in the study. The patients were divided into groups according to facial nerve injury presence or absence at 1 week after surgery. In all the approach the plates used were ao locking miniplates or matrix mandible was place along the ramus. The mean duration of follow-up was unknown. The following complications were reported as follows: of the 22 patients (27.5%) with fni, 7 (31.8%, or 8.8% of the total study patients) had prolonged paralysis for more than 3 months. Of the prolonged paralysis cases, 2 (28.6%, or 2.5% of the total study patients) treated using the traditional submandibular approach (i.e., deep group) also had paralysis of the mmb at their 6-month visit. Plate breakage occurred in 1 patient with a displaced condylar neck fracture. This report is for unknown synthes screws. This is report 2 of 9 for (B)(4).